Manufacturer narrative:
Method of evaluation: review of the device history record for lot s10648. Review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from lot s10648. Results of evaluation: review of the device history record resulted in no remarkable findings. To date, there were no similar complaints reported to lifecell against devices distributed from lot s10648. Returned of device packaging confirmed that no device was contained within inner pouch. Conclusion: event was evaluated as isolated incident; empty package is the contributing factor to the prolonged procedure.

Event description:
It was reported to lifecell that the patient's procedure was prolonged when the physician found the inner pouch of the package to be empty. The procedure was completed with another lifecell product.